Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was not specified. B3: date of event: used the first day of the aware date month as the event date as it was not specified.

Event description:
Synergy china registry it was reported that the patient died. In (B)(6) 2023, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 26 mm long, with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 28 mm synergy stent system. The residual stenosis was noted to be 0% and post-dilatation was not performed. Eight days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject died. No action was taken to treat the event and the primary cause of death was unknown. It is unknown if an autopsy was performed.